Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later explanted for normal battery depletion.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, exhibited an unexpected charge time measurement. Approximately 10 months later, the device reached elective replacement indicator (eri) with a monitoring voltage of 2.56 volts and a charge time measurement of 20.0 seconds. To date, no adverse patient effects were reported with this clinical observation.